Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.

Event description:
Consumer reports wearing heat patch on the right hip for about 8 hrs. When he removed the patch, there was a red spot and parts of skin were also removed. Saw doctor and was advised to use silvadene cream to treat affected area.